Event description:
As reported, during preparation the luer hub of the vessel dilator for a 5f 7.5cm avanti plus catheter sheath introducer (csi) broke off in the sheath when removing the dilator. A new 5f 7.5cm avanti plus csi was used as a replacement. The device was stored and prepped according to the instructions for use (IFU) and was stored in the procedure room prior to the procedure. The facility does not use room sterilization methods involving ultraviolet (uv) light or ozone. There was no visible damage to the package prior to use, no difficulty inserting the dilator into the sheath, and the luer hub of the dilator did not kink or bend during insertion. The dilator was snapped into place at the hub prior to insertion of the sheath, and there was no difficulty withdrawing the dilator from the sheath prior to the separation occurring. There were no reported patient injuries.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.